Manufacturer narrative:
Investigation: customer returned photos of a 3/10cc syringe. Customer states that the hub was detached with the shield. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. CAPA#1122103 was initiated.

Event description:
It was reported that before use of the syringe 0.3ml 29ga 1/2in 7bag 420cas jp when taking the cap off of the syringe the hub detached. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the hub was detached with the shield.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the syringe 0.3 ml 29ga 1/2 in 7bag 420cas jp when taking the cap off of the syringe the hub detached. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the hub was detached with the shield.